Manufacturer narrative:
Explant date: (B)(6) 2018, model number/catalog number: sc-1132; serial number: (B)(4); batch/lot number: 20933591; model/catalog description:  precision spectra ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients lead came through the skin and was exposed. The patient underwent an explant procedure. The patient was doing well postoperatively.